Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided, and without the device to analyze, a cause for the reported unintended movement associated with clip opening during establishing final arm angle (efaa), unintended movement of the cds and single gripper actuation issue resulting in difficult or delayed positioning associated with loss of leaflet capture could not be determined. The reported difficult or delayed positioning associated with clip interacting with the anatomy appears to be related to patient conditions and due to the septal hugger. Image resolution poor was related to procedural conditions associated with poor imaging due to shadowing. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tricuspid regurgitation (tr). There is no indication of a product issue with respect to manufacture, design, or labeling.h6 device code 4641 removed.

Event description:
Subsequent to the initial report. It was confirmed that the xtw was able to be freed from the unspecified tissue without causing tissue damage. A third attempt to grasp the leaflets was unsuccessful, but the clip was eventually deployed. No additional information was provided.

Event description:
This will be filed to report gripper actuation issues, a clip opening while locked, and entanglement of the device. It was reported that a patient presented with grade 4+ degenerative tricuspid regurgitation (tr). It was noted that this was an off-label procedure with mitraclip devices used on the tricuspid valve. The first mitraclip was implanted with no issues. The second mitraclip, an xtw, was attempted to grasp the leaflet. It was noted that the gripper on the septal leaflet could not be lowered. The gripper could not be visualized due to poor echo imaging due to shadowing. There was a loss of leaflet capture. Troubleshooting, such as locking and unlocking the clip and re-cycling the gripper were unsuccessful. The gripper could not go down properly. The device was then closed without the grippers being lowered, and the leaflet was grasped and captured. During establishing final arm angle (efaa), the xtw opened to approximately 20 degrees. The leaflets were re-grasped and captured, but a loss of leaflet capture reoccurred. In-between the grasps, there was an attempt to invert the clip, but the device could not retract form the ventricle. The clip was stuck on unspecified tissue, and did not cause chordal or tissue damage. A third attempt to grasp and subsequent efaa were successful. The xtw was deployed. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code 2017 applied for failure to follow instructions. Device code: 1494 applied for indication for use.